Manufacturer narrative:
Date of report: 21jun2019. Date received by manufacturer: 10jun2019. During further investigation (fi), a visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen assembly was installed in an fi test ventilator in an attempt to duplicate the reported problem. The test ventilator powered up from ac and delivered breaths and the ac led indicator turned on. Calibration of the touchscreen failed. Ul_lr and ur_ll pins 1, 2, 4 and 5 resistance measurements at the specification of 70 to 300 ohms pin to pin failed. The root cause was due to the ul_lr and ur_ll resistance were out of specification and the resistance ratio ul_lr/ ur_ll were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25march2019. (B)(4). No phone number provided. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The ventilator is back in service.

Event description:
The customer reported a touchscreen fault. No patient or user harm was reported. Event date not specified; estimate used.